Event description:
It was reported that the crossbrace is broken on the t4 wheel chair. The clothing guards are missing and the brakes are also not holding. The provider went out of business and are looking for someone to service the chair.